Event description:
The customer reported that the jaws of the device would not open after a few activations. The surgeon clamped the jaws with forceps and resected the tissue around the device to remove it from tissue. There was no tissue damage or bleeding. There was no pt injury as well.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.